Event description:
Neurologist was having issues exporting a patient folder to a usb, receiving an error message that the patient folder could not be exported. Tried multiple usb¿s with the same message. The patient folder was deleted from the temp encrypted and exported successfully.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This software anomaly will be addressed through our design issues management process.

Manufacturer narrative:
UDI# : unknown. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Neurologist was having issues exporting a patient folder to a usb, receiving an error message that the patient folder could not be exported. Tried multiple usb¿s with the same message. The patient folder was deleted from the tempencrypted and exported successfully.